Event description:
It was reported that the unit shuts off.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to functional testing. A defective integrated circuit was discovered on the main circuit board. The root cause of the reported failure was traced to this defective component. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.